Event description:
Boston scientific received information that the patient implanted with this device had a reported syncopal episode that resulted in admission to the hospital. It is undetermined if the episode was related to the device function. The device was interrogated and displayed the end of life (eol) indicator. The patient is reported being pace maker dependent. A request for additional information and device return has been sent.

Manufacturer narrative:
Per our records this device was explanted. It is unknown if it will be returned. This report will be updated should additional information become available or if the device is returned for analysis.